Event description:
It was reported the patient underwent multiple hip procedures on unknown dates. Subsequently, the patient was revised approximately 10 years ago for a long-standing chronic infection and has remained on antibiotics. Approximately one month after the revision, the patient had a washout in which the head, liner, and locking ring were exchanged. The shell was not replaced. It was reported that the locking ring was probably damaged when trying to exchange the liner and had to be replaced with a new one. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: country: australia. D10: cat# 00630506236, lot# 62053210 liner standard 3.5 mm offset 36 mm i.d. Cat# 00801803601, lot# 62654026 femoral head sterile product. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. Additionally, the root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device and/or was a procedure related event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.